Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) represents the adverse event which occurred on (B)(6) 2016. (B)(4) represents the adverse event which occurred on (B)(6) 2017. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported that patient underwent a hernia repair procedure on (B)(6) 2016 and mesh was implanted. It was reported that patient underwent revision of mesh on (B)(6) 2017 due to recurrent hernia. No additional information was provided.